Manufacturer narrative:
Plant investigation: a sample from the reported lot number was provided. The dialyzer was subjected to a bubble point test. A leak was detected at approximately 340°, with the dialysate ports at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. There was one fiber fragment noted at approximately 340°, the same location as the leak site. Under magnification, the fiber fragment was lying horizontally in between other fibers and measured approximately 2.94mm in length from the polyurethane surface. An opposing fiber end was not identified. There was no other damage or irregularities noted. See the attached photograph in the content tab. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was received from a facility administrator (f.a) in an email on (B)(6) 2025.the f.a. Reported that the blood leak occurred immediately when the hd treatment was started. The nurse explained that the leak was visually observed in the dialyzer fibers. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. A stat hemoglobin was drawn due to standing orders. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was received from a facility administrator (f.a) in an email on 1-29-2025. The f.a. Reported that the blood leak occurred immediately when the hd treatment was started. The nurse explained that the leak was visually observed in the dialyzer fibers. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. A stat hemoglobin was drawn due to standing orders. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.